Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a custom IV tubing set separation during an infusion of lactated ringers at a stated rate of kvo . It is not known where the separation occurred and there is no report of patient harm.

Manufacturer narrative:
The customer¿s report that custom IV tubing set separation during an infusion was not confirmed. During the visual inspection of the set it was noted that the distal section of the set from the stop cock to the end was not attached when received. The rest of the set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to other components. No anomalies were observed on the portion of the set received. Functional testing was not performed on the entire set due to the entire set not being sent in. The portion of the set that was sent in was primed via gravity with no leaks being observed. Dimensional testing was performed on the stopcock and was found to be within manufacturers specifications. Pressure testing was performed and no leaks were observed. The root cause was not identified due to the entire set not being received.